Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that postoperatively, there was an increase in spasticity accompanied by itching, prompting admission to the neurosurgery ward for observation. Oral therapy with lioresal was initiated. Initially, the healthcare provider attempted to increase the pump dose, but it did not help. To verify catheter patency, a sideport aspiration was performed, which was successful. A bolus was subsequently administered. Currently, the cause of the increased spasticity remains unclear. For further evaluation, they planned on doing an MRI of the full spine, followed by a consultation to exclude alternative causes for the progressively worsening spasticity. One week later, the symptoms improved, and he was tapering off his lioresal.